Event description:
The user reported that the night shift device was burning while charging, and that the charging cable connector melted/fused to the charging port on the device. The user reported that there was no injury caused by the incident. Visual inspection of the device found that the enclosure plastic around the charging port was warped and a portion of the usb-c connector of the charging cable was fused to the charging port. Thermal damage was found on the pcb, localized around the usb charging port. The internal battery was intact but had expanded slightly due to heat. The melted charging cable connector could not be removed from the charging port to inspect the inside of the port for debris/corrosion, but the incident is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging. The user stated that the device was charged in a bathroom using the original charging cable plugged into a multiport usb fast charger. The user was unable to provide the remaining portion of the charging cable for investigation. The exact cause of the incident could not be determined.